Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 6/27/2024, a clindex notification was received indicating that a patient was experiencing right knee pain worse than before the injection. The patient reports the pain is constant at rest, and the pain level is three. The pain level when in use is between four and six. The patient also experienced swelling immediately after the injection, which was reduced with ice. This incident is possibly related to the injections. Additionally, the patient has a history of right hip bursitis, and on (B)(6) 2024, the patient experienced a flare after walking a lot. This incident is possibly unrelated to the injections. The patient's injection began on (B)(6) 2024.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event.